Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "capsular fibrosis and rheumatic complaints". The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, g2, h6.

Event description:
Patient reported right side "affected by the recall" and "capsular fibrosis and rheumatic complaints". The event of "rheumatic complaints" is not device related. Patient later reported "capsular fibrosis has formed, which has become more and more severe over time, until the current stage baker iii". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side capsular contracture baker grade iii. Patient also reported "rheumatic complaints", which is not device-related. The device remains implanted.